Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 1 and 2 were misaligned. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Attempts to insert a product mandrel (0.015 inch) were unsuccessful due to solidified blood present within the entire length of the lumen. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evals were performed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B) (4).

Event description:
This event is reportable based on analysis completed on 06/16/2009. It was initially reported that the stent did not cross the lesion and a shaft kink occurred; however, the returned product showed stent damage. The physician intended to treat the 90% stenosed lesion in a calcified, severely tortuous distal rca (right coronary artery). The 3.0x16mm taxus liberte stent was advanced to the lesion but was unable to cross and the shaft kinked. No pt complications occurred and the pt was reported to be good.